Event description:
Approximately one week after the fixator was applied, while the pt was in the hosp, it was noted one of the wire carriages was broken. The carriage was replaced without incident. There was no injury to the pt.